Event description:
It was reported to philips that the system had a monitor problem, which could impact imaging. The device was in clinical use at the time of the reported event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred during performing a vascular procedure. The procedure was completed by restarting system. The field service engineer (fse) checked the system onsite and confirmed that the system had a monitor problem. Upon troubleshooting fse checked the system onsite and found that during a start-up the big monitor shows a different colour and when turned off and on, resolved the issue. To resolve the issue, the fse replaced the flexvision pc and hard drive, loaded fresh software onto new pc. The defective part was sent for analysis, for flexvision pc and dvi transmitter no malfunction was observed and for dvi receiver malfunction was observed and the failure was found to be loose or broken off element. After replacement, the system was returned to good working conditions. After repairs, the system returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude the potential for death or serious injury on recurrence, and as such the complaint was reported. Since that time, new information has identified that the issue was resolved via a restart, which allowed for procedural continuation. If a system monitor problem occurs during a procedure, a warm/fast restart or a cold restart may be performed in an attempt to resolve the issue. By using these mitigations provided by the design of the device, the issue may resolve, allowing for continuation and completion of the procedure. A monitor problem which can be resolved by utilizing the design mitigations provided by the device (warm/fast restart or cold restart) is not likely to cause or contribute to death or serious injury if it were to recur and as such philips concludes that the complaint is not reportable. The codes were updated based on the investigation outcome.